Manufacturer narrative:
The device has been requested yet not been returned for eval. Should add'l info become available, a supplemental report will be filed. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received from (B)(6) states: "the cutter stopped cutting after a few minutes and makes different noises. It had to be changed during surgery. No pt impact or injury."